Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to feeling near-syncopal. A review of this implantable cardioverter defibrillator (ICD) was performed and found no stored episodes, but there was an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances were typically high between 130-140 ohms, but values have reached 148 ohms. At this time, the products remain in service. No adverse patient effects were reported.

Event description:
It was reported that a competitive representative stated this boston scientific right ventricular lead and associated boston scientific implantable device were going to be explanted. However, the patient declined the procedure. The caller stated the out of range shock impedance measurements that were previously reported were still occurring. Due to the patient's refusal of the procedure, the caller stated they were going to try to make the lead work. A boston scientific technical services consultant communicated the potential risks associated with the clinical observations. Multiple efforts were made and were unsuccessful to obtain further details from the competitive representative. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit out of range shocking impedance measurements. Defibrillation threshold (dft) testing and commanded maximum energy shocks were performed. A boston scientific technical services consultant confirmed the shock impedance with commanded test and dft's showed a measurement of 125 ohms and a high impedance fault. The consultant stated that the fault occurrence is due to the impedance for the first shock being greater than 145 ohms which means the energy will be truncated. The consultant discussed further troubleshooting and options for this system as effective shock therapy cannot not be guaranteed. The system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.